Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a non-sustained episode. It was questioned if the episode was a result of minute ventilation oversensing. Boston scientific technical services (ts) confirmed the oversensing was a result of minute ventilation oversensing. As a result, the minute ventilation sensor was programmed off. No adverse patient effects were reported.